Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that found that the door slides causing the door to skew when closing and not open all the way were replaced. It was found that the door open cable roller was tilted. It was identified that there was premature door cable wear. The imaging system then passed the system checkout and was found to be fully functional. The door slides have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry would not completely close. An update was provided that the gantry could not completely open. There was no patient present when this issue was identified. Follow-up was conducted to clarify the reported issue. It was clarified that the reported issue was the door would not open the last 12 inches. The issue did not impact the system performance. It was found that the nylon on the door open rails was damaged and the door assembly was getting hung up on its own rails. Manual work arounds were not possible as the door was jamming.

Manufacturer narrative:
D10: product ID: bi71000674, lot number: rev. 4 : s/n: n/a. H3: the door slides was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. They were worn. Analysis found that the reported event was related to a mechanical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.